Event description:
It was reported that during a procedure, the device had inadequate/partial seal with evidence of energy delivery and end tones heard. Very few good seals took place before the issue occurred and jaws were cleaned very often. After awhile, the device could not complete a cycle (no end tone was produced) and it did not seal as desired. A new device was used successfully with the same generator. There was no patient injury/harm.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during procedure, the device had inadequate/partial seal with evidence of energy delivery and end tones heard. Very few good seals took place before the issue occurred and jaws were cleaned very often. After a while, the ligasure could not complete a cycle (no end tone was produced) and it did not seal as desired. A new ligasure was used successfully with the same generator. There was no patient injury/harm.

Manufacturer narrative:
Additional information: b5, d4 (UDI#), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted seal plate damage and skiving in the knife track. The product analysis found the device's jaw opening and closing mechanism was functioning properly. The knife blade was unable to advance. The jaws were observed under magnification and it was identified that the inner drive of the knife blade was slightly bent causing the blade to cut into the sides of the knife track when cutting was attempted. The archer npd team ultimately did not identify any design or manufacturing-related root causes for the bent inner drive condition. It is believed the condition is a result of multiple issues which may be exaggerated by lack of cleaning or misuse of the device. It was reported that the device had inadequate/partial seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device stopped working. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unreported condition: of knife damaged. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.